Event description:
Caller reported cartridge alarm 20 occurring multiple times with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, and the customer was advised to use mdi as a backup therapy to ensure insulin delivery. The customer was informed about the replacement pump with updated software and agreed to complete the required training before using the new pump. Instructions were provided on the steps to take upon receiving the replacement pump, including putting the old pump into storage mode and returning it to tandem within 10 days. The shipping address was confirmed, and no signature was required for delivery.